Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system stops working at the initial stage of the procedure and no longer reads the procedure during laser ablation in unknown eye of the patient during lasik surgery. The company representative also reported that the patient interface was replaced and the surgery was continued. The patient did not suffer from any problems.

Manufacturer narrative:
Additional information provided in b.6., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment/event shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon interrupted the treatment twice by releasing the laser pedal during canal cut. After the first interruption the user continued with the treatment. After the second interruption the user pressed the vacuum pedal instead of the laser pedal, which caused the cancellation of the treatment during canal cut. Treatment was only nine percent complete. The reported issue is not caused by the system or the used patient interface. The info message vacuum pumps stopped by foot pedal - treatment is aborted indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The laser system and the patient interface were working within specification. The root cause is user handling. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Field service engineer performed and signed service installation record. System meets specification as per service installation record. No corrective actions are required because there is no indication the product malfunctioned. The manufacturer internal reference number is: (B)(4).